Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon observed residual cortex in the postoperative incision following surgery. The day following the observation, a secondary procedure was performed to remove the cortex. Additional information was requested but not received.

Manufacturer narrative:
The surgeon reported observing residual cortex in the incision site following surgery. The day following, a secondary procedure was performed to remove the cortex. Additional information was requested but not received. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/ aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined. The manufacturer internal reference number is: (B)(4).